Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the left anterior descending artery. A 2.5x32mm promus element plus stent was loaded on the guidewire and became stuck outside of the patient anatomy. When they pulled it off, the stent became damaged. The procedure was completed with another of the same device. No patient complications occurred and the patient status is fine.